Event description:
Patient presented in the ER after not feeling well. Interrogation of the device revealed that the device reported very low r-wave signal amplitude. A gradual decline in the trending of the patient's signal amplitudes and some undersensing on the ventricular channel were also observed. A lead dislodgement was suspected. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.